Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician lost access to the artery due to a dissection that was noted while advancing the 0.014" enroute guidewire into the common carotid artery. The physician removed the enroute nps sheath and closed the artery with a pre-close stitch. The physician also re-attempted to access with the micropuncture kit unsuccessfully. The physician elected to convert the procedure to carotid endarterectomy (cea) to resolve. No further information was made available.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.